Manufacturer narrative:
Product event summary: six batteries and two controller ac adapters were not returned for evaluation. A review of the controller log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed in accordance with the requirements on (B)(6) 2019. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and batteries. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ controller ac adapter. D4: model #: 1430de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de / (B)(6). H6: FDA method code(s): 4112, 4114. H6: FDA result code(s): 3221. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 28-feb-2019 / (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 26-feb-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 28-feb-2019 / (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 26-feb-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 31-dec-2018 / (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 10-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 31-dec-2018 / (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 10-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / expiration date: 31-dec-2018 / (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 10-dec-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six batteries exhibited power switching. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / expiration date: unk / serial or lot#: (B)(6). UDI #: unk d10: no h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / expiration date: unk / serial or lot#: (B)(6). UDI #: unk d10: no h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the six batteries and two controller ac adapters had a power source lubrication procedure performed due to power switching. All the devices remain in use.